Manufacturer narrative:
The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle broke off during the testosterone injection. The patient went to the emergency room, getting an x-ray and ultrasound done, but the needle was not found. The following information was provided by the initial reporter: "consumer stated when he was taking testosterone injection, needle broke off. Stated, went to emergency room and had xray and ultrasound done. Stated, needle was not found. Stated, no pain and no follow up necessary. Stated, he did not know syringes had retractable needle because needles have never retracted in the past."

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. Please note that this product has a retractable needle design. The metal cannula of the needle retracts into the inner plunger rod for safety when adequate pressure is applied to the inner plunger rod. Since the condition is related to customer awareness a potential root cause could not be established and a device history review is not required. H3 other text : see h10

Event description:
It was reported that the bd integra¿ syringe with detachable needle broke off during the testosterone injection. The patient went to the emergency room, getting an x-ray and ultrasound done, but the needle was not found. The following information was provided by the initial reporter: "consumer stated when he was taking testosterone injection, needle broke off stated, went to emergency room and had xray and ultrasound done stated, needle was not found stated, no pain and no follow up necessary stated, he did not know syringes had retractable needle because needles have never retracted in the past"